Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device was explanted with a premature battery depletion (pbd) allegation. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.